Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient, who's undergone breast augmentation revision with two 600cc mentor memorygel breast implants, suffered capsular contracture (baker grade IV) on an unspecified breast side, post-procedure. The capsular contracture was diagnosed during an in-office visit. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Follow-ups were performed, however, no clarifying information was provided to identify which breast had the capsular contracture. Both the left and right side serial numbers will be provided. A supplemental report will be submitted when clarifying information becomes available.